Event description:
It was reported when using the bd pyxis ciisafe system door did not release while accessing, preventing user from removing the required medications and causing delays. The customer stated that they had to use "retry button" to recover or sometimes use the keys to release the doors manually. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the cubie and door had failures. A field service engineer replaced latched and door controllers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.